Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The facility initially reported no suction during phaco mode. There was no patient impact reported. Additional information received from the nurse on 08/02/2007 stated that the surgeon was trying to break up the nucleus, and it kept being pushed away. He asked if the unit needed to be changed, but the surgeon said she would do it a different way. He was unsure what she did at that time. He also stated the doctor didn't have a cartridge for lens insertion, so she pushed it in manually, and it stretched the opening, resulting in wound leakage. Sutures were needed to close. The case was extended about an hour. The questionnaire, received on 08/14/2007, stated this occurred at the end of the case, during I/a. They also stated there was chamber instability, but that there was no patient injury. They discovered later that the o-ring was missing in the I/a handpiece.